Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital due to atrial fibrillation and high impedance. The device was reprogrammed and the patient would be monitored with routine follow ups.